Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs plunger was difficult to move. The following information was provided by the initial reporter: material no:328411 batch no: unknown it was reported that out of a bag of ten syringes only two to four are functional. Also, the plunger is incredible hard to push back and forth and the tip of the needle is either jagged or bent. Also, damage to the consumer's leg (scar). Verbatim: good afternoon reader, I am a consumer that has dire concern with the product mentioned above. Over the past 6 months I have used a single box of 100 individual syringes. Over a period of 7 days, and I assure you this amount is graciously on the lower end of the spectrum, this almost accumulates to the almost unbelievable amount of (B)(4). Individual syringes. As I have no health insurance I have to pay the astonishing amount of $21 for each individual box of a hundred, or $103 for a box that contains (B)(4) syringes, 100 within 5 separate boxes. Unfortunately because of the covid-19 wrist my budget doesn't allow for me to have that break in purchasing this product in bulk. At seven boxes a week, $21 a box I spend roughly $140 every week. Over a six-month course that's a grand total of $3,528.00. Like the majority of most americans in this particular day & age my major focus is on maintaining my health and being vigilant with social distance, trying my hardest to keep my family safe and healthy. During this crisis I am starting to realize there are things that I'm overlooking such as the nature of this email. The reason why I am emailing you is because it is absolutely ridiculous to go through this amount of syringes. I'm not sure exactly how to explain the atrocities of this particular product but in short for every bag of 10 syringes only two are functional, at the very most maybe 4. As impossible as this might sound, and the remaining irregular syringes are damaged prior to being open. Not only is this baffling, but frightening considering that people are so focused on the covid-19 they're not paying attention pharmaceutical companies that are selling them faulty products. Every time I open a sealed bag of 10 individual syringes, one of two things happens. The first is I take the plunger cap off and pull the plunger and it's stuck or incredibly hard push back and forth, this possibility immediately push in that particular syringe right in the no-good box. The second thing that happens is I take the cap off the plunger oh, the plunger moves smoothly and gracefully oh, but when I take the cap off the actual needle, I find that either it's good and I found success but nine times out of 10 the tip itself is jagged or bent. This causes the syringe to go right in the no-good box. A few hours ago my husband asked me why I had so many brand new syringes in the box labeled no good, and when I explained to him what was happening he immediately encouraged me the email your company and asked very politely for compensation. Alter the course of six months there is no way that I would keep any sort of record of purchase however I do have many and I mean many empty boxes, I also have a significant amount of boxes containing brand new syringes that are irregular or unusable in some way with the box labeled no good. 6 months I've been hurting myself just trying to get your product to go back to the way it used to be. I have taken pictures of the damage done to my leg oh, I have taken pictures of the infinite amount of empty boxes that I have and the infinite amount a thousands of brand new needles showing the dysfunctional and almost horrifying bent and jagged tips on the syringe. I have left my information below oh, I am seriously and sincerely hoping someone will get back to me on this issue. But I did protect myself by collecting as much as I could to prove my claim. And more than anything I think the last 6 months worth of damage to my own personal body should explain away with confidence towards any sort of hesitation or question. In conclusion, I also wish to express my sincere disappointment and utter discussed that not only have I ignorantly been avoiding or justifying the acceptance that it's okay to use damaged syringes, that I am paying thousands of dollars to hurt myself and the only reward is a lack of serious cash that I actually need right now that my family needs, and the receipt of many scars that are clearly caused from these faulty and dangerous syringes. Thank you so much for your time and consideration oh, I assure you this is not something I wanted to bring up, however after some thought, I realized how many other people are using the jagged tip needles and hurting themselves the same way I am. Thank you and I sincerely hope to hear from you soon.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs plunger was difficult to move. The following information was provided by the initial reporter: material no:328411 batch no: unknown. It was reported that out of a bag of ten syringes only two to four are functional. Also, the plunger is incredible hard to push back and forth and the tip of the needle is either jagged or bent. Also, damage to the consumer's leg (scar). Verbatim: good afternoon reader, I am a consumer that has dire concern with the product mentioned above. Over the past 6 months I have used a single box of 100 individual syringes. Over a period of 7 days, and I assure you this amount is graciously on the lower end of the spectrum, this almost accumulates to the almost unbelievable amount of 16,800 individual syringes. As I have no health insurance I have to pay the astonishing amount of $21 for each individual box of a hundred, or $103 for a box that contains 500 syringes, 100 within 5 separate boxes. Unfortunately because of the covid-19 wrist my budget doesn't allow for me to have that break in purchasing this product in bulk. At seven boxes a week, $21 a box I spend roughly $140 every week. Over a six-month course that's a grand total of $3,528.00. Like the majority of most americans in this particular day & age my major focus is on maintaining my health and being vigilant with social distance, trying my hardest to keep my family safe and healthy. During this crisis I am starting to realize there are things that I'm overlooking such as the nature of this email. The reason why I am emailing you is because it is absolutely ridiculous to go through this amount of syringes. I'm not sure exactly how to explain the atrocities of this particular product but in short for every bag of 10 syringes only two are functional, at the very most maybe 4. As impossible as this might sound, and the remaining irregular syringes are damaged prior to being open. Not only is this baffling, but frightening considering that people are so focused on the covid-19 they're not paying attention pharmaceutical companies that are selling them faulty products. Every time I open a sealed bag of 10 individual syringes, one of two things happens. The first is I take the plunger cap off and pull the plunger and it's stuck or incredibly hard push back and forth, this possibility immediately push in that particular syringe right in the no-good box. The second thing that happens is I take the cap off the plunger oh, the plunger moves smoothly and gracefully oh, but when I take the cap off the actual needle, I find that either it's good and I found success but nine times out of 10 the tip itself is jagged or bent. This causes the syringe to go right in the no-good box. A few hours ago my husband asked me why I had so many brand new syringes in the box labeled no good, and when I explained to him what was happening he immediately encouraged me the email your company and asked very politely for compensation. Alter the course of six months there is no way that I would keep any sort of record of purchase however I do have many and I mean many empty boxes, I also have a significant amount of boxes containing brand new syringes that are irregular or unusable in some way with the box labeled no good. 6 months I've been hurting myself just trying to get your product to go back to the way it used to be. I have taken pictures of the damage done to my leg oh, I have taken pictures of the infinite amount of empty boxes that I have and the infinite amount a thousands of brand new needles showing the dysfunctional and almost horrifying bent and jagged tips on the syringe. I have left my information below oh, I am seriously and sincerely hoping someone will get back to me on this issue. But I did protect myself by collecting as much as I could to prove my claim. And more than anything I think the last 6 months worth of damage to my own personal body should explain away with confidence towards any sort of hesitation or question. In conclusion, I also wish to express my sincere disappointment and utter discussed that not only have I ignorantly been avoiding or justifying the acceptance that it's okay to use damaged syringes, that I am paying thousands of dollars to hurt myself and the only reward is a lack of serious cash that I actually need right now that my family needs, and the receipt of many scars that are clearly caused from these faulty and dangerous syringes. Thank you so much for your time and consideration oh, I assure you this is not something I wanted to bring up, however after some thought, I realized how many other people are using the jagged tip needles and hurting themselves the same way I am. Thank you and I sincerely hope to hear from you soon.